Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p5c1296) egia60amt egia 60 artic med thick sulu (lot#: p5c1296) egia60amt egia 60 artic med thick sulu (lot#: p5c1296) egia60amt egia 60 artic med thick sulu (lot#: p5a0966). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a surgical procedure involving the 60mm reload and 45 mm reload, the stomach anastomosis bag was found to be very bloody postoperatively. The patient experienced anastomotic leakage and blood loss in the stomach anastomosis pouch, with oozing to moderate bleeding that did not result in temporary or permanent impairment of body function or structure. There was blood loss of 500cc or more due to the product problem and no blood transfusion needed. The patient required extended hospitalization and was admitted to the intensive care unit. An unplanned endoscopy was performed, which revealed abundant bleeding from the staple line of the stomach pouch. Pharmacologic intervention was required to control the bleeding.